Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and failed due to lcd damage. Pictures were taken. Functional tests were performed and passed all relevant testing. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.